Event description:
It was reported that blade detachment occurred, remained inside the body and surgical incision done. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified forearm vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was removed as usual, however, it was noted that the blade dislodged and remained inside the body. Surgical incision was performed, but the blade was not found. The procedure was cancelled. No further patient complications were reported. The patient had been followed up and the current health condition was good, so there are no plans to remove the detached blade.

Event description:
It was reported that blade detachment occurred, remained inside the body and surgical incision done. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified forearm vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was removed as usual, however, it was noted that the blade dislodged and remained inside the body. Surgical incision was performed, but the blade was not found. The procedure was cancelled. No further patient complications were reported. The patient had been followed up and the current health condition was good, so there are no plans to remove the detached blade.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted. A visual examination of the returned device identified that one of the blades were noted to have detached from the balloon pad. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.